Event description:
It was reported that the pt had fallen at the end of july, but did not notice any difference in her pump therapy after that. The pt stated that the pump has not really helped her since it was implanted. The pt denied symptoms other than a low back ache. A volume discrepancy occurred at the pt's pump refill session. The expected residual volume was 5.8ml and the actual residual volume was 40ml. Event logs on the pump were reviewed and were normal. The hcp stated that the pt's pump was "turned around" and that she was able to turn it correctly. The cap (catheter access port) was positioned at one o'clock originally and upon x-ray, they could clearly see the reservoir port and the cap. The needle was able to be inserted in to the cap without difficulty, but they were unable to aspirate any csf or medication from it. The pt was stable and they were contemplating doing a catheter revision.

Manufacturer narrative:
(B) (4),